Event description:
My ibgstar blood glucose meter said my bg was 94. I felt terrible and used a different meter about 20 minutes later, and it was 48. It felt 48. This is the point where I have double vision and close to unconsciousness. It took 4 bg tablets, juice and food just to get back into the 70s. This is the 3rd misreading of this meter. It has done that 2 other times in the three weeks I've had it. I've only used it 7 times. Two other times were for checking with control solution. The number range is huge, so I don't know how it is accurate. My other meter tests at 100 with control solution. One of the times, I was at the dr and tested with a hosp meter. I reported this to the MFR this weekend on about may 18. They didn't offer another meter; just said if it tests ok with the control solution, it should be ok. Dates of use: (B)(6) 2013.